Event description:
Depuy mobile bearing patellofemoral arthroplasty with catastrophic failure wear through of the polyethylene patellar component at 18 years postop (implanted 2002) requiring revision knee replacement surgery. FDA safety report ID# (B)(4).